Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This record will be updated when the eval is complete.

Event description:
It was reported that during a total knee procedure, the device began to smoke. Another handpiece was retrieved to complete the procedure. The procedure was completed successfully with no adverse consequences.